Event description:
It was reported that cartridge alarm 20 occurred on pump and that alarm recurred even after caller attempted to load new cartridge using proper technique, preventing resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Caller planned to use multiple daily injections as backup therapy while technical support arranged replacement pump, provided instructions for storage mode and pump return, confirmed shipping details, and advised caller to program pump settings and connect continuous glucose monitor on replacement device.